Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated the device is leaking from the seam where the cover meets the enclosure. The cause of the reported issue was caused by a crack at the bottom of the right screw. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.. Therefore no manufacturing or service records review is needed. The device was not needed and was scrapped.

Manufacturer narrative:
UDI#: no UDI number. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking water on the bottom of the tank near the frame by the seal. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.